Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. Fa found the primary failure of frayed grip cable to be related to the customers reported complaint. For clarification, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. The root cause of this failure is attributed to a component failure. Further visual inspection of the instrument found one of the distal idler pulleys to be completely missing at the distal end. The pulley was not returned with the instrument. The root cause for this failure is attributed to mishandling/misuse. A review of the instrument log for the mega suture cut needle driver instrument (part# 471309-15 / lot# k10211025-0181) associated with this event has been performed. Per this review of the logs, the following was confirmed: the instrument was used on (B)(6) 2022 during a ventral hernia tapp procedure via system serial# (B)(4). There were 2 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: failure analysis acknowledges that a piece of the one of the distal idler pulleys was missing from the mega suture cut needle driver instrument that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that a mega suturecut needle driver instrument broke. The customer is not sure of the exact date when the issue occurred. No other information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.